Event description:
It was reported that a nurse did not wash their hands before performing peritoneal dialysis therapy for a patient while admitted in a hospital. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.